Event description:
(B)(6) year-old male patient with an unknown medical history expired two days after emergency repair of a ruptured vertebral artery aneurysm that was treated with an unspecified enterprise vrd. Prior to implanting the enterprise vrd, the patient had been transferred from an initial facility in severe clinical condition with a subarachnoid hemorrhage, and was intubated for respiratory failure. The patient was hemodynamically unstable upon arrival. In addition to the subarachnoid hemorrhage, the patient was suffering from hydrocephalus. The patient was found to have a ruptured wide-necked 6.8mm x 4mm left vertebral artery aneurysm, deemed unsuitable for open surgical intervention, rendering treatment with a stent for treatment of the aneurysm the only option for aneurysm repair. Because of the emergency nature of the patient¿s ruptured aneurysm, pretreatment with aspirin and clopidogrel was not possible. The patient underwent aneurysm repair with the uneventful implantation of an enterprise vrd. The stent was noted to be fully expanded and apposed to the vessel wall during the procedure. There was no procedural difficulty or product malfunction. There was no clot formation due to the procedure. There were no other clinical interventions attempted other than aneurysm repair with the stent. Although no procedural complications occurred related to the device he continued to suffer from hydrocephalus, and due to the severity of his initial illness he expired (brain death) 1 day later (the second day in the hospital). After the event, the enterprise was demonstrated to be patent.

Manufacturer narrative:
The implanted device was not available for analysis. In addition, the sterile lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Neurological deficit, stroke, and death are known adverse events associated with the use of the enterprise vrd device or procedure and are listed in the instructions for use (IFU) as such. However, based on the information provided, the death was most likely related to the pre-existing ruptured aneurysm that resulted in hemorrhage and subsequent hydrocephalus. There was no indication that the enterprise stent had malfunctioned, and the report indicated that the death was due to the severity of his initial illness. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. UDI: unknown part number, product was not available for return, catalog and lot not available, UDI unavailable.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to correct the event type to ¿death¿. It was previously entered as "serious injury".